Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service found the insertion tube was buckled which caused a clogging of the biopsy/instrument channel. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: ·operation manual 3.8 inspection of the endoscopic system - inspection of the instrument channel and forceps elevator ·operation manual important information ¿ please read before use - precautions ·operation manual 3.6. Inspection of ancillary equipment ·operation manual 4.3. Using endotherapy accessories ·reprocessing manual 5. Reprocessing the endoscope (and related reprocessing accessories) ·reprocessing manual 7. Reprocessing endoscopes and accessories using an aer/wd during the device evaluation, service found there was discoloration on the insertion tube. The rubber adhesive was cracked on the distal end cap (c-cover) and insertion tube. The objective lens was cracked. The scope cover nameplate was missing from the control body. Angulation was low and the control knob up/down/left/right movements had play. The forceps and lever were dirty. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during reprocessing of the subject device, something was stuck in the biopsy port channel. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation.